Manufacturer narrative:
On 05 april 2016 it was prepared a final report with the information already submitted in the initial report. On 07 april 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on 13 january 2016 includes: surgery was completed successful. Change of inlay and head. No x-ray, no pieces, no patient details. Batch review performed on 02 february 2016. Lot. 152102: (B)(4) items manufactured and released on 20 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Crco ball head 12/14 ø 28 size m 0, code 01.25.012, lot. 147303 (k072857) (B)(4) items manufactured and released on 11 february 2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Amistem c, cemented stem size 8 std, code 01.18.158, lot 113064 (k103189) lot 113064: (B)(4) items manufactured and released on 18 september 2011. Expiration date: 2016-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup cc acetabular shell cc ø 54, code 01.26.54mb, lot. 151049 (k083116) (B)(4) items manufactured and released on 16 june 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Head and inlay will be exchanged, because of fecal infection.